Manufacturer narrative:
Company representative advised the customer to check the system's power switch, which was turned off by their in-house maintenance. The power switch was turned from off to on at the power strip and problem was resolved.

Event description:
Customer reported an issue with the panorama central station's display, which may have affected telemetry monitoring. No patient injury was reported.